Manufacturer narrative:
The marathon microcatheter was returned within a dispenser coil. The marathon microcatheter was decontaminated. The marathon microcatheter was measured and found to be within specification. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured at ~3.8cm from the distal tip. The marathon micro catheter was pressurized with water and found non-patent as it was occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Therefore, manufacturing has been ruled out as a potential cause. However, information regarding use of palm of hand pressure was not provided. Therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that marathon catheter ruptured at distal tip during onyx injection. It was reported that the operator has flush the mirage guidewire and marathon micro catheter as per the IFU. Connected y connector along with pressure line to marathon mc, after that mirage guidewire as per guideline inserted into the marathon microcatheter till the distal tip of microcatheter to coincide with the microcatheter. Later he has introduced marathon microcatheter into the guiding catheter with the help of micro catheter introducer. After few minutes of maneuver marathon reach to the desired position of nidus of arteriovenous fistula (avf). As per IFU, onyx was taken and injected through marathon. After roughly 20 min of injection with two intervals of 2min each, operator has noticed that suddenly 2cm proximal from distal tip onyx comes in parent artery. Operator has immediately stop onyx injection and withdrawn marathon and abandon the case. There was a4 pericallosal artery got blocked due to unwanted cast of onyx. There were no reports of patient injury in association with this event. Case was abandoned. There was not any friction or difficulty during delivery. The injection rate was 0.1ml/min. The vessel tortuosity was minimal. Access vessel was anterior cerebral artery (aca) and 2 mm in diameter. The catheter was flushed as indicated in the IFU. There was not any kink found on the catheter. Hardly 0.16ml of onyx was left in the syringe which was discarded by the operator. Mirage guidewire, navien gf, lot : a622396.